Event description:
During a rashkin procedure it was noted that the balloon atrioseptostomy catheter ruptured during inflation. Missing piece could not be located. Patient continued to be monitored during hospital stay. No apparent harm.